Event description:
It was reported that this ambicor penile prosthesis (app) right cylinder was not inflating. The cylinder was worn, a fluid leak was identified, and air was present in the system, which made it unable to properly pump. The app was explanted and replaced. There were no patient complications reported.